Event description:
A (B)(6) female patient contacted zoll customer support to report check belt messages and service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages / code 204) was confirmed. Upon evaluation, the green (+3.3v) wire and white pulse were open inside the trunk cable connector. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable at the connector, as there was visible damage to the connector. No adverse event resulted from the damaged cable and wires. The patient was issued a replacement electrode belt.